Manufacturer narrative:
(B)(4).

Event description:
The patient presented to the hospital following inappropriate therapies due lead noise. Technical support reviewed the x-rays which indicated the lead was damaged; however, the conductors do not appear to be externalized. The lead was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
A partial lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found damage which are consistent with those occurring at explant procedure. The cable coating was found to be intact in these locations. Based on the information received, the cause of the reported inappropriate therapy, noise, and lead damage seen on x-ray could not be conclusively determined.